Manufacturer narrative:
Reported event: an event regarding disassociation, altr and fretting involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the device was revised due to a complete disassociation from the femoral head and the femoral stem, as well as adverse local tissue reactions, and metal debris. The reported event could not be confirmed. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of an nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
As reported: "patient presented with a right intraprosthesis dislocation of her femoral head from the trunnion of the femoral stem. The femoral stem was a stryker accolade tmzf stem product #6021-0335, lot #26216202. The femoral head was a lfit v40 36mm +5 product# 6260-9-236, lot# wv6mje. During the revision the surgeon observed a complete disassociation from the femoral head and the femoral stem, as well as adverse local tissue reactions, and metal debris. The stem was removed and revised with a [competitor] hip revision stem, there was a [competitor] cup present in the patient, not a stryker cup, no stryker products were re-implanted." Spoke to rep: confirmed that no further information would be released by the hospital or surgeon.